Manufacturer narrative:
Not applicable, as there was no indication that the lens was implanted. Not applicable, as there was no indication that the lens was implanted. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was opened but not used due to "damage", therefore not allowing the lens to be implanted. The lens was "pre-damaged" and could not load. The box that the device came in was fine and had no damage. It is unknown exactly what the issue was, however it was not due to use error. The event was discovered during handling, but it is unknown if there was patient contact. The procedure was completed successfully using a back-up lens (same model and diopter). Patient outcome is unknown. The device was discarded. No further information was provided.